Event description:
It was reported that there was a travel coarse error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that there was damage on top case. Bottom case was cracked by l bracket screws. Plunger head was cracked by screws. During the flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be that the position pot was not plugged into the main board. Connected position pot to main board to repair the device.